Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lens and damaged dso seal. The customer reported problem was able to be confirmed. The lens and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was in need of repair and the screen cover was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.